Manufacturer narrative:
Tracking# 47126.

Event description:
It was reported the device was during an unknown procedure. It was reported by the affiliate that the staples were malformed (scissored). There was no patient consequence.